Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer would not power on and therefore the link electronic module (lem) was replaced. Programmer would then power on but would not boot up, the screen was blank, and therefore the media processing unit (mpu) was replaced. It was further determined that the programmer would not update software, so the hard drive was replaced and that its fan was noisy so the fan was replaced. (B)(4).

Event description:
It was reported that the programmer would not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.